Manufacturer narrative:
The day of the event level I accu tni qc was running high, and after adjustment was within range. A system check performed in 2009, was within specifications. A field service engineer (fse) was dispatched: a) the fse verified the system by performing a diagnostic testing which met specifications. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
Patient sample was tested for troponin (accu tni) and a result of 4.01ng/ml was obtained initially and 0.91ng/ml upon repeat. The results were not reported out of the lab. The original sample was aliquoted and then re-tested and results were: 0.13 and 0.07ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.